Manufacturer narrative:
Based on the information provided, no conclusions can be made. A lot number has not been provided; therefore, we are unable to review the manufacturing records of the lot in question. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventralight st mesh (device 2), an additional emdr was submitted to represent the other implanted bard/davol device. The patient's attorney did not make any allegations regarding the two (2) bard/davol modified kugel mesh devices. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013 the patient underwent surgery for the implant of ventralight st mesh (device 1) and on (B)(6) 2015, the patient underwent surgery for the implant of a ventralight st mesh (device 2). It is further alleged that on (B)(6) 2015 the patient underwent surgery for the implant of two unspecified bard/davol modified kugel mesh devices. As reported, the patient is only making a claim for and adverse patient outcome against the two (2) ventralight st mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."